Event description:
Attempted cardioversion on a patient whose bmi=25.8. Delivered 200j (device maximum) using a biphasic defibrillator. The attempt was unsuccessful. Switched to another manufacturer's biphasic defibrillator, and successfully cardioverted the patient from afib to sr with one shock at 360j. The zoll m series 200 joule defibrillator was tested by biomedical engineering and found to be working to specification.